Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, the physician noticed insulation damage on the is-1 pin. The lead was capped.